Manufacturer narrative:
The device was received with prime alarm during basic occlusion test due to cracked end cap. Unable to perform unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump priming a new set prime rewind. Customer states they are unable to exit the "preparing to prime" loop. Customer states they received 2nd series of beeps. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.